Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to take exposures for 3d spins. There was no patient involvement.

Manufacturer narrative:
H3) the tank kit was returned to the manufacturer for evaluation. The reported issue was not confirmed. Bench testing passed, the resistance between points p1 and p3, p1 and p2, p3 to p2, j1m to j1a, j1r to j1a, j1b and j1a, j1c and j1a, j1c to j1a, j1f to j1g, c-s and c-l on the high voltage tank passed. Visual inspection shows oil residue on the top of the tank, damaged threads on the anode well and the bottom plate of the tank was bent. Damaged tank. B01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000469, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that conducted troubleshooting with next level support. Found tank to be defecting causing reported issues. Replaced tank and performed dose testing. Dose testing passed, performed system checkout passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000469; product ID: bi71000542: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.